Manufacturer narrative:
Risk assessment. Device history review, device evaluation and complaint history review could not be performed as no items were returned. The event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; "patient underwent surgery on (B)(6) 2009 where she was implanted with spinal system, including the rod. The rod was placed on either side of the patient's spine between l3 and s1. Records of the surgical procedure are attached. On (B)(6) 2016, following years of continued lower back pain, the patient underwent a lumbar spine CT scan that showed the titanium rods are broken at the l5 level."

Event description:
It was reported that; "patient underwent surgery on (B)(6) 2009 where she was implanted with spinal system, including the rod. The rod was placed on either side of the patient's spine between l3 and s1. Records of the surgical procedure are attached. On (B)(6) 2016, following years of continued lower back pain, the patient underwent a lumbar spine CT scan that showed the titanium rods are broken at the l5 level."